Event description:
It was reported that a patient experienced a dental implant loss. Also noted that the patient had good primary stability but more post-op discomfort than what is typical. Implant with healing abutment failed at 3 months when placing impression coping.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.